Event description:
The hospital reported that, during a case, the clinician switched from bag mode to mechanical mode. A massive leak was reportedly noted. The anesthesia machine was replaced. There was no reported pt injury.

Manufacturer narrative:
Under european law & the (B)(6) data precaution act 1998, pt info is considered confidential and will not be released by the hospital. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.